Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet on the first day of therapy, with a reported high blood glucose over 400 mg/dl for about three hours despite automated dosing and a meal announcement; no device alerts or alarms were reported, and the user elected to administer subcutaneous insulin as back up therapy while temporarily disconnecting from the system per guidance. Symptoms include high blood glucose without loss of consciousness, dizziness, or need for assistance. Outcomes included temporary interruption of automated insulin delivery and use of back-up therapy, with no medical intervention or hospitalization. Investigation included technical support, troubleshooting, and user education on algorithm adaptation, dosing expectations, and safe use of back up insulin with disconnection. Investigation of this case revealed no confirmed device malfunction and that the algorithm was in an initial learning period with insulin delivery continuing as designed. It was concluded that the event involved hyperglycemia with an unclear cause and that the device appeared to function as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.